Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00209. A physician reported that on (B)(6) 2023, redness was observed along the course of bactiseal peritoneal catheter (ID (B)(4)). An allergy to bactiseal catheter was suspected, therefore the valve shunt including the bactiseal were removed on unknown date. A central nervous system (cns) infection was also found in the cerebrospinal fluid in the valve system, although the intracerebral parenchyma was normal on removal and cerebrospinal fluid examination the valve is a certas (ID 828804) and according to information provided it is unknown if the valve failed and it is unknown why was removed. It is also unknown if the patient has known allergies. The type of infection or organism as well as the tests done to confirm the infection are unknown. Treatment given was not provided.

Manufacturer narrative:
The certas valve (ID (B)(4) ) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.